Event description:
It was reported that the patient's family member indicated that the patient activator was not working after the patient had a cardioversion done. A new activator will be ordered and sent to the patient. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.